Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30509657m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left pulmonary vein isolation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was done to drain the fluid from the pericardial space. Reminder of the procedure was aborted. There¿s no report of prolonged hospitalization. Patient had recovered from the event. The physician commented that is highly likely the event occurred when the patient moved. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.